Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that had been in the hospital and they did all kinds of tests on them. They were home now, but every time they moved, they would get really bad pain where the incontinence thing was in their side part of their body. They also reported, that their hands and feet were not working like they should be. They were getting zapped by this thing, because it started with their whole left side, where the implant was. The patient said, the pain had been going on for like a month. And also, "all along", they were getting a little zapped here and there, but now it is unbearable. During the call ,the patient was able to connect to their implant and turn their stimulation off. The patient was redirected to their healthcare provider to further address the issue, but they needed a list of physicians sent to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.